Event description:
It was reported that during a selenia dimensions procedure on (B)(6), the c-arm rotated on its own. A field engineer was dispatched and replaced the control panels on both sides of the c-arm and switches. All switches were replaced and the system passed all tests and meets the manufacturers specifications. No patient injury reported. No other information is available.